Manufacturer narrative:
The pod was received with the cannula fully depoyed. The formed needle was visible form the exposed portion of the soft cannula. The linkage assembly was not fully deployed because the slide insert was caught by its top mid-deployment, instead of by its bottom after deployment. When the slide insert was manually moved forward into the catch beam, the needle mechanism still did not fully deploy. Attempts to manually move the mechanism arm were unsuccessful because there was so much resistance from the linkage assembly. No evidence that the device failed to deliver insulin was found.correction to d(10): (device available for eval: yes, date returned to mfg: 9/4/2019) the device had been received at the time of initial report. Correction to device evaluated by MFR: (device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose reached over 500 mg/dl while wearing the pod between 24 and 36 hours. Throughout the duration of wearing the pod, she stated that the needle was hurting her. When removed, it was noticed that the needle did not retract as intended during activation and the cannula was not visible.